Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding air in the patient line on the homechoice (hc) unit during prime. The home patient (hp) stated he was not connected. The technical service representative (tsr) assisted the hp with repriming the patient line. The hp stated that the patient line still had air bubbles in it. The tsr advised the hp to pull down on the lines and then assisted with repriming the patient line. The hp stated that the line still had air bubbles in it. The tsr advised the hp to close the clamps and cycle the power. The hp stated the hc went to press go to start and self tested okay. The tsr advised the hp to open the clamps and press go. The hp confirmed the hc primed okay; however, the hp stated that the air bubbles were still there. The tsr assisted the hp with repriming the patient line. The hp stated that the air bubbles were still there. The tsr explained that the hp would have to start over with new supplies. The tsr assisted the hp with getting the cassette out. The hp confirmed that he would start over with all new supplies. On 19 jul 2010, 1049, product surveillance spoke with the caregiver who stated they have not had any further problems with air during prime; the nurse has explained everything. The caregiver stated there was no problem with the supplies. The caregiver stated everything was fine and was not willing to provide any further information. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint regarding air in the patient line during prime was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the incomplete prime. This review found the labeling adequate for the potential use errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.